Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not reappear afterward. The customer was instructed to continue using the pump and to contact support if the issue recurs.